Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: particulate matter in lor syringe. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photo was provided for evaluation. Visual evaluation of the photo showed an opened, used syringe filled with fluid and a small dark particulate floating in the fluid. However, it should be noted it was later confirmed that this is not a b. Braun product. Since this is not a b. Braun product, an investigation was unable to be performed. If any additional pertinent information becomes available, a follow up will be submitted.